Event description:
The director of surgical services reported that on (B)(6) 2014, a pt was intubated, anesthetized, placed in the (B)(4) mayfield skull clamp and was positioned for a craniotomy for tumor removal. One hour later when the surgeon was ready to put in the flap, the bed was tilted. It was noted that the pt was moving a little but the clamp was still intact. As the pt was moving off the bed his head came out from underneath the mayfield skull clamp. The pt had what was described as a "soft fall" (onto the floor) and landed on his hip. He incurred a small laceration which required a staple to close. A CT scan was done to rule out any further injury, but none was found. The integra lifesciences rep described it further "incident that occurred on monday. On (B)(6) 2014, I was in the case when the pt who was on his side and fell off the operating room table while still anesthetized and skull open. Fortunately for the pt his head came out of the skull clamp during the fall or else he would have been injured more seriously."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.